Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture found deployed outside the vessel could not be confirmed because the suture containing the knot was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the suture was found outside the vessel during retracting of the proglide.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the plunger was removed no suture was present. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.